Manufacturer narrative:
Philips service reinstalled software and replaced hardware components, including the hard disc and pc, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot, diagnosed as software failure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.